Event description:
The patient had a refill the day of the report and per the hcp they diagnosed a catheter disconnect from the pump. The plan was to do a catheter revision on (B)(6) 2014. On (B)(6) 2014 it was reported the patient had a revision of her pump on (B)(6) 2014. It turned out that the catheter had not come disconnected from the pump. The patient¿s physician had done a dye study, and it appears that the needle came out of the cap during the study. The fact that dye was seen in the pocket was thought to indicate disconnection from the pump. However, the revision surgery proved that the catheter remained connected and had not disconnected, and had good csf flow. Also, during the catheter dye study, the physician pushed marcaine along with the dye, so the patient had temporary paralysis of the lower extremities. This was essentially a "spinal block" effect. The patient had headaches and temporary paralysis from a "spinal block" during the catheter dye study. She had no symptoms related to withdrawal during the revision surgery the pump was tied down to ensure that it would not flip. The catheter remains in place, and is functioning correctly. No other action was required and the patient was noted as getting adequate therapy. The pump was used to deliver dilaudid, bupivacaine, and clonidine.

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
Additional information later received reported that marcaine had been inadvertently added to the dye during the study. The reporter thought the same syringe containing marcaine was then used to deliver dye, therefore a small amount of residual marcaine was then inadvertently mixed with the dye and then injected.